Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient previously moved from (B)(6) in 2010 and her physician put a drug in her pump that gave her an allergic reaction. The patient was unsure of the drug name but stated ¿that is comes from smelt at the bottom of the ocean¿. Regarding the previous drug, it was described that they knew the drug was five times the strength of morphine. It was further noted that the drug gave her the weirdest effect and the drug would have her ¿conducting an orchestra in the middle of a meeting¿ . When the patient had that drug removed from the pump, the physician stated they would not service the pump anymore. The patient¿s pain was unbearable because her pump ran out of medication in 2010 and had been alarming ever since. The date (B)(6) 2010 is considered an approximate date of event (year known only). The pump has been alarming every hour on the hour since 2010. The patient tried using pills and everything else but hated them. The patient moved back to (B)(6) in (B)(6) 2018 and was looking for a physician in their area who could service the pump. Physician listing were provided as requested. No further patient complications have been reported as a result of this event.